Event description:
It was reported that during a lap gastric bypass procedure, on the initial firing, the handle would not fire; manual release was pulled; stapler would then fire with increased resistance. Staples formed as they should. A second device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that device a was returned with no visual non-conformances and with no cartridge loaded on the device. The device was tested for functionality with a test cartridge. The device fired, cut and formed all the staples as intended, however after testing the device with a thicker foam to test under pressure some resistance was felt when fired and a crunching sound was heard. After further analysis it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not returned to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken, as the release button was noted to had jammed with the indicator gear, even though the release button is not part of the firing mechanism, when it brakes it creates friction to the firing trigger not allowing the trigger to properly return to it's home position. H6: damaged release button. The analysis results found that devices b,c,e,f,g, and I were returned with no visual non-conformances and with no cartridges present. The devices were tested for functionality with test cartridges and they all achieved complete 3-stroke fires without any difficulties noted. Event described could not be confirmed as the devices achieved complete firing cycles and no cartridges were returned for analysis. The analysis results found the device d was returned with no visual non-conformances and with no cartridge loaded on the device. The device was tested for functionality with a test cartridge. The device fired, cut and formed all the staples as intended, however after testing the device with a thicker foam to test under pressure some resistance was felt when fired. After further analysis it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not return to its home postion after each stroke. A window was opened on the device to view and verify the condition of the internal components and the left side release button was noted to be damaged, as the release button was noted to had jammed with the indicator gear, even though the release button is not part of the firing mechanism, when it brakes it creates friction to the firing trigger not allowing the trigger to properly return to it's home position. The analysis results showed that device h was returned in good visual condition and with no cartridge present. Before firing the device, it was tested with thicker foam to test under pressure and no anomalies were found. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a nicked knife, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Event described could not be confirmed as the device achieved a complete firing cycle and the staples were noted to have a b-formed shape. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Damage knife: the analysis results found that device j was returned with no visual non-conformances and with no cartridge loaded on the device. The device was tested for functionality with a test cartridge. The device fired, cut and formed all the staples as intended, however after testing the device with a thicker foam to test under pressure some resistance was felt when fired and a crunching sound was heard. After further analysis it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken, as the release button was noted to had jammed with the indicator gear, even though the release button is not part of the firing mechanism, when it brakes it creates friction to the firing trigger not allowing the trigger to properly return to it's home position.